Manufacturer narrative:
Additional information section h.6. Correction information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced device extrusion. The recipient has healed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.7. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin flap breakdown. On (B)(6) 2019, the recipient underwent skin flap revision surgery; however, the issue did not resolve. The recipient's device was explanted.